Event description:
Calcium patient samples recovering high, when upon repeat, recover lower. The following examples were provided, units of measure mg/dl: initial result 10.9, repeat 10.1; initial result 10.7, repeat 9.8; initial result 11.5, repeat 10.2; initial result 10.7, repeat 9.7; initial result 12.0, repeat 9.3; initial result 11.0, repeat 10.0; initial result 12.8, repeat 11.3; initial result 11.3, repeat 10.3; initial result 10.9, repeat 9.6; initial result 11.1, repeat 9.8. Initial results were not reported. The user performed maintenance and troubleshooting activities which resolved the issue.